Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used the scs system in months and was unable to locate the ipg with the patient programmer. Technical support was unable to resolve the issue with troubleshooting. The patient was scheduled to meet with a company representative and the doctor.

Event description:
Follow up revealed that the patient underwent surgical intervention to have their scs system explanted.